Event description:
It was reported that this inflatable penile prosthesis was removed due to a micro puncture. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The first cylinder had a hole in the outer tube at the proximal end of the cylinder consistent with sharp instrument damage. The pump did not pass activation testing. The pump kink resistant tubing (krt) was worn to the filament. The krt between the pump and reservoir was trimmed down to the pump strain relief junction and was not returned for analysis. The issue that led to the pump not passing activation testing could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis was removed due to a micro puncture. A new inflatable penile prosthesis was implanted. No patient complications were reported.